Event description:
Pt status post two cortex screw implantation, lapidus (bunion) procedure, on an unk date returned to surgeon complaining of discomfort. Surgeon returned pt to the operating room on (B)(6)-2011, removed the two cortex screws and implanted a plate and screws. This is two of two reports for ths event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.